Event description:
It was reported that the presidio 10 cerecyte microcoil ((B)(4)) would not detach. The coil was removed fully intact by itself and another coil of the same size was deployed without incident, and it was reported that the case was delayed one minute due to the incident. The target site was the middle cerebral artery aneurysm. There was no indication that there was a problem with the connecting cable or detachment control box used with the coil, and after the event, the same cable and dcb were used with the subsequent coils deployed and detached without incident. An echelon 14 microcatheter (ev3) was used with the device, and the same microcatheter was used with the next devices. A constant and dedicated saline source was used at all times. After the event, the coil remained attached to the delivery system,, and will be return for analysis. No other devices are available for analyses. The target vessel was the middle cerebral aneurysm. There was no patient injury reported, and the device will be return for analysis.

Manufacturer narrative:
It was reported that the presidio 10 cerecyte microcoil (pc410041230/c12434) would not detached. The coil was removed fully intact by itself and another coil of the same size was deployed without incident, and it was reported that the case was delayed one minute due to the incident. The target site was the middle cerebral artery aneurysm. There was no indication that there was a problem with the connecting cable or detachment control box used with the coil, and after the event, the same cable and dcb were used with the subsequent coils deployed and detached without incident. An echelon 14 microcatheter (ev3) was used with the device, and the same microcatheter was used with the next devices. A constant and dedicated saline source was used at all times. After the event, the coil remained attached to the delivery system,, and will be return for analysis. No other devices are available for analyses. The target vessel was the middle cerebral aneurysm. There was no patient injury reported, and the device was expected to be returned, but to date it was not received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event could not be confirmed, and with the available information the event could be procedural related. Additionally, the DHR indicated that the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be conducted at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
It was reported that the presidio 10 cerecyte microcoil (pc410041230/c12434) would not detached. The coil was removed fully intact by itself and another coil of the same size was deployed without incident, and it was reported that the case was delayed one minute due to the incident. The target site was the middle cerebral artery aneurysm. There was no indication that there was a problem with the connecting cable or detachment control box used with the coil, and after the event, the same cable and dcb were used with the subsequent coils deployed and detached without incident. An echelon 14 microcatheter (ev3) was used with the device, and the same microcatheter was used with the next devices. A constant and dedicated saline source was used at all times. After the event, the coil remained attached to the delivery system,, and will be return for analysis. No other devices are available for analyses. The target vessel was the middle cerebral aneurysm. There was no patient injury reported, and the device was expected to be returned, but to date it was not received for analysis. The proximal end of the coil has severe compression and buckling damage. The coil¿s socket ring has been pushed down under the outer sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged .the locking mechanism has compression and stretching damage. The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. Laboratory testing could not duplicate the field complaint. With the coil passing electrical testing and detaching on the first detachment cycle, the root cause of the coils non-detachment inside the aneurysm cannot be determined. It was not stated in the event description that an electrical pre-deployment check was performed. If the electrical pre-deployment check was not performed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. While it is unknown if the coil¿s socket ring that was found pushed down inside the outer sheath and against the resistive heating coil¿s distal section contributed to the field complaint, the primary contributing factor that produced tjis and other damage occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism did catch the inside of the v notch of the resheathing tool and became embedded. The sheath also caught the edge of the v notch and raised it above the surface plane. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coils socket ring against the distal end of the resistive heating coil, kinked the core wire, and severely damaged the proximal end of the coil. In this condition significant resistance will occur when attempting to advance the coil through the sheath or inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the echelon 14 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was not confirmed, since the device passed electrical testing and the coil deployed without any delays. Additionally, the coil was returned damaged (severed and stretched), but it was reported that the device was removed intact after use. Therefore, the damages could have been incurred during shipping process. Additionally, this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No corrective actions will be taken at this time.